Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that quality control (qc) was in range on the day the event occurred. A siemens headquarters support (hsc) specialist reviewed the instrument data which indicated there was no issue with other testing performed or with the reagent used or the instrument's sample aspiration. The cause of the inconsistent ctni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2017-00623 was filed for the same event.

Event description:
An elevated cardiac troponin I (ctni) result obtained on a 1:5 diluted sample was repeated on a dimension vista 500 instrument, resulted lower upon repeat. The result was not reported to the physician(s). It is unknown if the repeated result was reported to the physician(s). It is unknown which of the results is the correct result. There are no known reports of patient intervention or adverse health consequences due to the inconsistent ctni results.